Event description:
Litigation papers allege the patient suffers from pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
After review of medical records, the patient was revised to address metallosis. Revision notes stated, cloudy fluid collection, almost purulent in appearance. The patient had alval limited to the hip capsule. Necrotic tissue was debrided off the hip capsule. The trunnion was found to be laden with metallosis. There were no laboratory results provided for the alleged elevated metal ions. Soft tissue injury has been added as patient harm. The stem has been added due to alleged metal ions.